Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced occlusion issue event on (B)(6) 2026. Patient reported that no drops were seen at end of tubing during fill tubing and blockage in the tubing. No further information available.